Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-02161; 1627487-2021-02159. It was reported patient had experienced high impedances due to the leads coming out of the ipg header. The patient underwent surgical intervention wherein the system was explanted and replaced. Therapy was restored post procedure.